Event description:
I was using this cane when the flexible foot fell off and can't be reattached. Bigalex folding walking cane with led light,pivoting quad base, adjustable walking stick with carrying bag for man/woman. FDA safety report ID # (B)(4).